Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 28 mm xience v stent and a 3.0 x 08 mm xience v stent were both deployed in the mid right coronary artery (rca). After deployment of the stents, a dissection was noted in the proximal rca. The dissection required treatment with an additional drug eluting stent. No additional event or pt info is available.

Manufacturer narrative:
The 3.0 x 8 mm xience v stent mentioned is being reported under the same MFR number.